Event description:
It was reported to boston scientific corporation that during a sling placement procedure using a solyx sis sling system, as the physician was attempting to affix the second side of the device, he encountered difficulty releasing the carrier from the shaft tip and pushing the shaft through the tube assembly. The physician completed the procedure with another solyx sis system with no complications to the patient, who was fine at the conclusion of the procedure.